Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 8.7 mmol/l. Troubleshooting was initiated for the no delivery alarm. The reservoir and infusion set were disconnected and reconnected. A plunger push was able to push insulin out successfully. However, the insulin pump alarmed no delivery during the manual prime. The insulin pump will be returned for analysis.